Manufacturer narrative:
Review of complaint activity identified non-statistical trends and increased complaint activity for the architect intact pth assay. However, normal complaint activity was identified for likely cause lot 02618d000. Using worldwide field data the historical performance of reagent lot 02618d000 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02618d000 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Manufacturer narrative:
The initial report was inadvertently submitted with an error indicating the customer was comparing their architect results to an alternate lab's architect results. However, the alternate laboratory was using the dxi beckman analyzer. Additional information: the customer indicated the dxi beckman analyzer results were more consistent with the expected results. However, it is unknown which result was reported to the physician. A potential cause for the discrepant results is differences in standardization methods used to develop the two assays. Additionally, inconsistent specimen handling within method comparison studies can contribute to both negative and positive bias variability.

Manufacturer narrative:
This report is being filed on an international product, architect intact pth, list 8k25-25, that has a similar product distributed in the us, intact pth, list number 8k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported false elevated architect intact pth assay. The customer provided the following comparison results which were tested on an architect at two different laboratories. Sample 1: 715.00 and 319.00 pg/ml. Sample 2: 1.293.4 and 668.00 pg/ml. Sample 3: 178.0 and 79.00 pg/ml. Sample 4: 382.0 and 165.00 pg/ml. Sample 5: 632.0 and 227.00 pg/ml. Sample 6: 64.3 and 27.00 pg/ml. Sample 7: 795.0 and 252.00 pg/ml. Sample 8: 260.0 and 93.00 pg/ml. Sample 9: 799.99 and 351.00 pg/ml. Sample 10: 903.10 and 394.00 pg/ml. Sample 11: 762.50 and 295.00 pg/ml. Sample 12: 423.00 and 165.00 pg/ml. Sample 13: 230.00 and 82.00 pg/ml. No impact to patient management was reported.